Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten days later, computed tomography revealed that there was an infrarenal caval filter in place in the mid abdominal inferior vena cava with its superior tip at the interspace vertebral level. 4 filter legs appeared to have extraluminal extension/perforation beyond the wall of the inferior vena cava. All 4 of these filter legs perforate > 3mm beyond the inferior vena cava wall. Three perforating legs were making contact/came in near proximity with the aorta. One perforating leg contacted the spine. The filter was angulated within the inferior vena cava with its superior tip making contact with the lateral wall of the cava. Approximately, nine days later the patient presented with right lower quadrant sharp pain and inferior vena cavogram showed the inferior vena cava filter in place with no evidence of perforation of the artery. Therefore, the investigation is confirmed for filter tilt and perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.